Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within spec. Device passed self test, rewind, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No critical pump error alarms noted. No damage on electronic assemblies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's family member reported via phone call that the insulin pump had critical pump error. Customer's blood glucose value was 124mg/dl. The customer was assisted with troubleshooting. The customer stated that they saw red cross with arrow right with book and question mark on insulin pump display. Customer stated that she took it off insulin pump a little while when she put it back on it started to beep and keeps beeping after removing battery. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.